Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient stated they received 27 months of stimulation from this battery. In april and may the battery was reading 3.5 in june it read 2.6. 3 weeks after 2.6 the battery was at end of service (eos). Environmental/external/patient factors that may have led or contributed to the issue included the patient being at higher settings with multiple groups as well as interleaving. The patient also underwent radiation of his lung in may and june. Radiation was near the ins. Diagnostics/troubleshooting included impedances being checked and are within normal limits and battery was replaced. Shortly after the patient received the battery change and device was turned back on the patient started experiencing dysarthria and double vision. The neurosurgeon asked them to come by and determine if it was related to the stimulation. They lowered the stimulation on both hemispheres and dysarthria and double vision improved and had resolved. The patient's medical history included essential tremor and lung cancer. They followed with the patient and he says that he is doing much better with the lower setting. His wife mentioned that his cough had come back. So I inquired more. Evidently, last fall he developed pneumonia and has had a persistent cough after eating and drinking ever since then. However they noticed that the 3 weeks that his device was in eos, his cough resolved. Now that his device is back on his cough has returned. The patient is going to try and use their patient programmer to try and lower the right brain stimulator slightly over the next few days/weeks to see if they can find a threshold where the cough resolves with having the tremor return. Patient said he was still experienced some blurred vision around midnight last night which resolved this morning however his cough was still present with a feeling of a bubble in his throat. Stimulation was lowered on both sides this morning, cough and bubble in throat seems to have improved at this time. No further complications were reported or anticipated with this event.